Event description:
The device was used during a sigmoidectomy. Reportedly, the staples did not form completely during firing. No pt injury was reported. Another device was used to finish the procedure.